Manufacturer narrative:
Type of investigation not yet determined. A supplemental report will be submitted when additional information is provided and/or our investigation is completed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optics was not working. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.